Manufacturer narrative:
Based on the claim against the product by the customer noting the instrument was unable to be used. An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The large clip applier instrument was analyzed, and it failed the clip test due to misapplication of the clip. The instrument passed engagement and was able to retain clip through engagement, but failed to release the bottom of the clip. Common causes of loss of functionality to apply a clip is attributed to either a damaged grip cable or misaligned grips. As part of investigation, additional findings were identified: the grip was bent, and the tip does not align with the other grip. This observation is related to the failed clip test. Common causes of the bent instrument grips / tips are attributed to mishandling and misuse. Bent grips with an offset 0.05 is attributed to damage during use. As moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments. When the tips of the instrument grips are bent, this issue would be visually detectable. Grip bending is related to the application of torque, relative to the opening of the instrument grips. High loading of the tip with the grips open can cause damage to the grips, with longer grips being more susceptible to failure. Further inspection found, that the life indicator with pad printing was removed, the housing was removed and found the ink component was partially removed. Common cause this failure mode is attributed to mishandling and misuse, such as improper cleaning/reprocessing techniques. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is considered a reportable event, due to the following conclusion: failure analysis confirmed a failed clip test, deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information in this a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for this d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in this e1 is not available.

Event description:
It was reported, that during a da vinci-assisted surgical procedure, the large clip applier instrument was unable to be used for the surgical task. A backup instrument of same kind was used to continue the procedure. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no abnormality. The customer was unable to use the instrument for the procedure, as they could not load the large hem-o-lok clip onto the large clip applier instrument during testing / setup, prior to the actual clip application usage. This was observed prior to instrument installation. The customer confirmed, that no fragment fell inside of the patient.